Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-16, information was received from a healthcare professional (hcp), regarding a patient receiving morphine (25 mg/ml, 1.498 mg/day) via an implantable pump for spinal pain. It was reported the patient was admitted over the weekend with seizures. It was determined that while the patient was inpatient, their pump went empty (date of empty reservoirwas asked/unknown). The caller stated they were now working with the facility to see if someone would be able to fill the pump there. The caller stated the patient was "altered" so they were not sure what information they could obtain regarding the managing physician, but they were going to confirm with the family.